Manufacturer narrative:
Device analysis report is attached. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
This report is submitted on february 20, 2023.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023 and the patient was re-implanted with a new device during the same surgery. This report is submitted on march 22, 2023.